Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the loop wire at the distal end of the hf resection electrode is broken off completely. However, no part is missing since the fragment was returned as well. The exact cause of this damage could not be conclusively determined and therefore is being judged as unknown. It was caused either by defective manufacturing equipment (CAPA reference number: CAPA-149p-065) or by improper handling (mechanical overload by the application of excessive force). However, a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.